Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was not capturing. Upon examination of the chest x-ray, the ra lead was dislodged and appeared to be in a different vector from initial implant. Reprogramming was performed, and the lead remains in use. The patient will be brought back for a revision. No patient complications have been reported as a result of this event.